Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 302 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported bg levels kept rising, despite delivering and increasing the temp basal. When removed from the infusion site (leg), the pod's cannula was found bent; puss was also observed at the site and a test for ketones was negative. As treatment, a manual injection of insulin was delivered, a new pod was applied and a bolus was delivered.